Manufacturer narrative:
Internal insulation abrasions were found at 31.1-34.2cm from the distal tip and at 9.5-10.4cm from the distal tip. The svc conductor etfe coating was intact at the same locations. External abrasion was noted at 7.7-7.9cm from the distal tip consistent with lead friction to another device. The rv conductor etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during explant procedure, exposed conductors were observed. No electrical issues were noted. The lead was explanted and replaced.